Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and mesh was used. When the package was opened, it was found that there were some mesh fragments inside the package, which was noticed during the procedure and the use was stopped. As similar cases had occurred with both of products in stock, so their use was stopped. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: can you identify the lot number of the products involved? Unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.